Manufacturer narrative:
Complaint article, the laser probe, was received by d.o.r.c.. Investigation will be initiated as soon as possible.

Event description:
During the procedure the laser probe was used. The laser beam was not emitted in the direction intended by the surgeon. He used a new laser probe to complete the surgery. Patient harm did not occur.

Manufacturer narrative:
With regard to this complaint, one 23 gauge directional laser probe with dorc connector was received for investigation. Visual inspection of the returned product revealed no anomalies. Functional testing, however, confirmed that the internal fiber was broken inside the nitinol. Though all laser probes are tested on functionality prior being released for distribution, breaking of the internal fiber is a confirmed deficiency with this type of product. Since the optical fiber is very fragile, laser probes should be handled with utmost care at all times to prevent damage. No remedial or corrective/preventive actions are proposed as a result of this incident.

Event description:
During the procedure the laser probe was used. The laser beam was not emitted in the direction intended by the surgeon. He used a new laser probe to complete the surgery. Patient harm did not occur.